Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: desc: avenir müller stem; item: unknown; lot: unknown. Desc: durasul liner; item: unknown; lot: unknown. Desc: allofit; item: unknown; lot: unknown. G2: report source: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following a primary hip surgery on an unknown date, complications have resulted in severe pain and another surgery is likely required to address the pain. The reporter is requesting assistance identifying a facility that uses the items previously implanted in their anatomically opposite hip, as these implanted devices have proven to be successful. Attempts have been made and no further information has been provided.